Event description:
This ra lead was implanted on (B)(6) 2013 and explanted on (B)(6)2015. A call was placed to technical services on (B)(6) 2016 stating that one of the leads came loose from his pacemaker. Reports patient passed out 2 -3 time in (B)(6) after going to ER. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).